Manufacturer narrative:
Additional information has been received which was not included in the initial follow-up report. The updated additional information has been provided in below sections with this follow-up report. 1. Section h6 - updated component code, type of investigation, investigation findings, investigation conclusion 2. Section h11 - updated additional investigation summary an attempt to reproduce the issue was not performed as the issue was analyzed through previous issue references. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: sw requirement doc. This was caused by a loss of bluetooth bonding during the pairing process between the pump and the mobile device. During repairing, the devices entered the bonded state, which is the expected state after security keys and authentication are exchanged. However, instead of progressing, the bonding process transitioned to notbonded, indicating that the bond was not successfully completed. This behaviour occurs when the bonding process is interrupted or invalidated before completion which sorely handled by the android os, which the minimed app doesn't not have any control over. Potential contributing factors include temporary bluetooth communication interruptions, timeouts during the bonding handshake, environmental interference, a reset of the bluetooth stack on the mobile device, or the presence of a preexisting or stale bond on the phone. In such cases, the system correctly aborts the bonding process to prevent establishing an incomplete or insecure connection. This behaviour is consistent with expected bluetooth functionality and does not indicate a software defect. Issue is confirmed through log analysis. To assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: please have the patient try the steps provided: basic steps: turn bluetooth off > wait 30 seconds > turn bluetooth back on when attempting to pair, do not leave the pairing screen during the progress spinner, and respond to any prompts that may appear try to pair the pump and device in another location, with a lower potential level of electromagnetic noise (common sources active wifi networks bluetooth connections nearby) advanced steps: clear data of bluetooth app: settings apps manage apps find and tap on bluetooth app clear data > (if this option is often grayed out on most phones then try the reset network settings instead) reset network/bluetooth settings: settings general management reset reset mobile network settings reset wifi and bluetooth settings uninstall app > restart phone > turn bluetooth off then on > reinstall app try to pair if above does not work try below: 1. Remove the mobile device from the pump. 2. Check the phones bluetooth settings and ensure there are no previously paired pump devices. If any are listed, select forget to remove them. 3. Uninstall/remove the mmm app from the mobile device. 4. Restart the mobile phone. 5. Reinstall the mmm app then make sure bluetooth is on 6. Launch the app and begin the pairing process. (Make sure the application remains in the foreground while pairing) the helpline has not confirmed whether the recommended steps provided has resolved the issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication between pump and the mobile application. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. Product return is not applicable for non-physical device mmt-6101.

Manufacturer narrative:
An attempt to reproduce the reported issue was not performed as it was already confirmed through the teneo system. This issue is confirmed. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. After conducting a thorough investigation, after examining the device in teneo, it was discovered that the pump firmware remained in a 'pending' state. This situation arises when the prerequisite message from sap experiences a delay or fails to transfer correctly to teneo. Consequently, customers receive an error message indicating that their pump is already up to date. To assist with the resolution of the issue, we provided the helpline team with the following information: the customer is not able to update the pump because status is pending. The reason status is pending is because customer has not met the pre requisite. Please ask customer to complete all the trainings and prerequisite to complete the pump update. The helpline has not yet confirmed whether the recommended steps have successfully resolved the issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.